Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as the reported event date is only (B)(6) 2018. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used in the left ureteropelvic junction during a cystoscopy procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the balloon was leaking. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.